Event description:
It was reported that the patient was hospitalized after experiencing a chest pain and blurred vision. It was unknown if the issue was device related. The patient was discharged from the hospital and was doing well but reported a slight weakness on her left side.